Event description:
Hole in tubing of huber extension set. Upon injection of saline into the port, nurse was sprayed in the face. Nurse washed her face immediately and was sent to the emergency room. Nurse refused prophylactic medication.